Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had excessive no delivery alarms. Customer stated they have disconnected and reconnected the infusion set four times in attempt to deliver a bolus. The customer's blood glucose was 143 mg/dl. The customer stated the tubing was not bent or kinked on the insulin pump. Customer stated they have not tried all remedies for the insulin pump. Customer declined to complete troubleshooting. The customer declined to return the insulin pump for analysis at the time of the call.